Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and varying thresholds were noted on an electronic transmission on the right ventricular (rv) lead. An elective replacement indicator (eri) was also noted and there was a problem with capture management results previously. The implantable pulse generator (ipg) was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.